Event description:
A patient reported experiencing inaccurate low resultes with a lifescan meter. The patient's blood glucose results were 110 mg/dl vs. 166 lab. Tests were done within 21-30 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.